Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was returned to zoll medical corporation for evaluation. Device logs from the reported event were reviewed and showed multiple pad lead faults and ECG lead faults during pacing, with evidence of intermittent ECG signal loss, noise, and connectivity between the device, patient, or accessories. Evaluation of the returned device and multifunction cable did not reproduce the reported malfunction, and the device passed all pacer and functional testing. Internal inspection identified damage to the processor/ bridge/ pace board; however, causal relationship with the reported event could not be established because the failure was not duplicated. ECG cables and electrodes were not returned for evaluation. The ECG board was replaced as a precaution. Based on log review and testing results, the reported issue is most consistent with an intermittent connection or accessory-related issue. The device was recertified and returned to clinical service. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant indicated the connecting cable was unplugged from the device and then reattached which resolved the incident. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.